Manufacturer narrative:
Manufactured june 23, 2016 ¿ june 24, 2016. A photo sample was received for evaluation. The reported underinfusion could not be confirmed via the photos. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor only partially infused. The device was filled with 4500 mg of cephazolin in 0.9% sodium chloride and was kept in a carrying bag attached around the waist. The peripherally inserted central catheter line flushed easily without resistance. There was no patient injury or medical intervention associated with this event. No additional information is available.